Manufacturer narrative:
12-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
I did not injure myself [no adverse event]. Brush heads no longer stay securely attached - oral-b [device breakage]. Brush heads...come loose - oral-b [device connection issue]. Case narrative: male consumer via phone reported that the oral-b sensitive toothbrush heads no longer stayed securely attached to the oral-b triumph toothbrush handle, type 3764, and they came loose while he was brushing. No injury was reported. 14-dec-2023 via case update: the concomitant product lot number was p2290. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
I did not injure myself [no adverse event] brush heads no longer stay securely attached - oral-b [device breakage] brush heads...come loose - oral-b [device connection issue] case narrative: male consumer via phone reported that the oral-b sensitive toothbrush heads no longer stayed securely attached to the oral-b triumph toothbrush handle, type 3764, and they came loose while he was brushing. No injury was reported.